Event description:
It was reported that on an unknown date, the patient developed a sinus infection after being implanted with the 1.85mm ti matrix screw self-drilling/6mm in question. The patient was treated by the physician with debridement and medication. The patient outcome is unknown. There is no further information available. This complaint is related to (B)(4). This report is for one (1) 1.85mm ti matrix screw self-drilling/6mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event occurred on an unknown date in 2021. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.